Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that station was not booting up. A field service engineer (fse) disconnected the power supply from the rest of the system and flipped on the power switch, confirming the fan was spinning. After turning it off, the power supply was reconnected to the communication sled. All cables were disconnected except the main, but the screen remained black when powered on. Each drawer was tested individually, and it was found that the enhance half-height drawer 4 was preventing the station from booting. Upon testing the drawer controller boards, drawer 4.2¿s controller was identified as faulty. The controller board for drawer 4.2 and the pyxibus module board were replaced. During unplugging, the pyxibus band at the back connector came off completely. As a result, pyxibus cables for six drawers were replaced.the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was beeping, and the screen was black and not functioning. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.